Event description:
It was initially reported that an electronic order of ketamine, concentration: 1,000mcg/1ml, would allegedly display in the pump as ¿2,000mcg/1ml.¿ per customer, the actual medication bag contains 1,000mg ketamine in 100ml normal saline and the ordered dose was 25mcg/kg/min (patient¿s weight was 118.9kg). The concentration 2,000mcg/1ml resulted in a calculated infusion rate of 89.2ml/hr. As opposed to the intended/ordered rate of 17.84ml/hr. The customer uses cerner as their electronic health record (ehr). The infusion was then stopped and was changed to a different medication. There were no negative consequences as a result of the event according to the customer. Per preliminary assessment of the data obtained from alaris infusion knowledge portal (ikp or all infusion report), it was identified that there were 2 different sets of pcu and pump module utilized on the patient: pcu a and pump module a were programmed via interoperability (pre-population) with a rate of 17.8ml/hr., while pcu b and pump module b were programmed manually with a rate of 89.2ml/hr. Furthermore, it was found that the pcu b and pump module b were manually programmed for ¿500mg/250ml¿ resulting in concentration of 2,000mcg/ml. The customer then stated that ¿after looking at the all infusion report and seeing the manual programming. I think it might have been a workflow issue.¿ the event occurred on (B)(6) 2022 at 0626. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported that an electronic order of ketamine, concentration: 1,000mcg/1ml, would allegedly display in the pump as ¿2,000mcg/1ml.¿ per customer, the actual medication bag contains 1,000mg ketamine in 100ml normal saline and the ordered dose was 25mcg/kg/min (patient¿s weight was (B)(6) kg). The concentration 2,000mcg/1ml resulted in a calculated infusion rate of 89.2ml/hr. As opposed to the intended/ordered rate of 17.84ml/hr. The customer uses cerner as their electronic health record (ehr). The infusion was then stopped and was changed to a different medication. There were no negative consequences as a result of the event according to the customer. Per preliminary assessment of the data obtained from alaris infusion knowledge portal (ikp or all infusion report), it was identified that there were 2 different sets of pcu and pump module utilized on the patient: pcu a and pump module a were programmed via interoperability (pre-population) with a rate of 17.8ml/hr., while pcu b and pump module b were programmed manually with a rate of 89.2ml/hr. Furthermore, it was found that the pcu b and pump module b were manually programmed for ¿500mg/250ml¿ resulting in concentration of 2,000mcg/ml. The customer then stated that ¿after looking at the all infusion report and seeing the manual programming. I think it might have been a workflow issue.¿ the event occurred on (B)(6) 2022 at 0626. Review by an interoperability consultant determined that the issues was related to a programming error. Additionally the customer requested that the internal barcode serial number be checked against the externally applied barcode label to ensure they matched. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.